Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery, weak battery alarms due to unresponsive button. Device had flattened (dome switch) down button.

Event description:
The customer reported via phone call that insulin pump had weak battery alarm. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.